Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review shows the sureform 45 curved-tip stapler instrument, (lot number: l10240117-0639), was installed on the system 7 times and successfully fired 7 reloads (1 green, 4 white, 2 green, in that order). There were no relevant errors in the logs. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted left pulmonary lobectomy procedure, a leak was detected at the bronchial stump, where the bronchus had been stapled using a sureform 45 curved-tip stapler with a green reload accessory. Although some malformed or unformed staples were observed, the staple line remained intact with no missing staples, holes, or gaps identified. The surgeon speculated that the use of a black 45 reload accessory might have been more appropriate. After the leak was confirmed, it subsided following the tearing of the lung parenchyma, which released the pressure. No further interventions or treatments were required, and the procedure was successfully completed robotically without any post-operative complications for the patient.